Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed suction tubing was kinked. The tubing was rerouted, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning during a case. An external suctioning unit was brought in to complete the case. There was no report of patient injury.